Event description:
The dentist reported that patient presented with oral infection in (B)(6) then the dentist removed implant, that ended up in hospitalization. The severe infection was presented along with pain that spread out up to the throat leaving the patient in the hospital for two weeks. Patient was treated with the antibiotic dalacin. Patient conditioned included diabetes and smoker. On (B)(6) 2016 granulation tissue is observed in site 26. Doctor then performed a curettage so deeply that almost removed all the vestibular bone wall. The implant was removed and let it suppurate and heal for new implantation. On (B)(6) 2016 follow up. Patient condition was good. Stitches were removed. Next revision scheduled for september. On (B)(6) 2016 checked up. Patient condition was good with pain in site tooth location #21 and was referred to the hygienist for a cleaning. On (B)(6) 2017, surgery for the placement of two new implants. Antibiotic dalacin 300 was prescribed. On (B)(6) 2017 surgery stitches were removed. On (B)(6) 2017 checked up, patient has discomfort in throat. X rays were done and nothing comes out.

Manufacturer narrative:
Although the infection was confirmed after evaluation of the patient history record provided by the dentist, the conditions of use of the dental implant are unknown. The complaint couldn¿t be verified. The implant appears to be in functional condition. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined.